Event description:
It was reported that the patient had a reduction in therapy. The patient met the manufacturer's representative approximately a month ago for reprogramming. At that time the representative suggested they could x-ray the leads to assess lead placement. The reprogramming was done but the patient had better luck with her previous program so she had switched back to those settings. Regarding when did the event or symptoms occur, it was noted: following strenuous activity. A little bit before the reprogramming with the representative, the patient was doing a lot of yard work, picking up things <(>&<)> bending from waist. The patient saw in the book she shouldn't be doing that motion and wondered if her leads had shifted. The patient was hoping the x-rays that were ordered today would show the placement. They also noted her ins had moved and dropped lower. The hcp (healthcare professional) said the patient could go in to anchor implantable neurostimulator (ins) higher but the patient had opted to put off for now because the symptoms were not bad enough yet to have surgery. The patient will discuss imaging further with primary care provider and hcp. The patient confirmed primary care provider ordering x-ray for abdominal x-ray for issues unrelated to ins. Additional information received noted that the patient was seen on (B)(6). At the (B)(6) appointment, the patient met with just the doctor. There was a note sta ting that the patient had voiced concern regarding device placement. The patient was counseled on their options, but didn¿t decide to do anything about it. The patient came back in on (B)(6). Manufacturer's representatives were at the clinic on that day. There was no reference to any concerns regarding device placement on (B)(6). The patient reporting being happy with the therapeutic benefit they were getting when seen on the (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ay16, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient had had marginal results, including more urgency and leakage. The patient recently increased stimulation to 0.65. It was noted and previously reported that the ins had shifted down lower in the body as well and that the doctor was aware. It was reported that there were no trauma/falls that could be related to the issue. The patient had an upcoming appointment with their doctor. No further complications were reported/anticipated.